Event description:
I have breast implant illness / infection causing autoimmune diseases. I was diagnosed with rheumatoid arthritis and genital lichen sclerosus, both are autoimmune disorders. The genital lichen sclerosus caused my clitoris hood to seal shut and had to have operation to correct. Rheumatoid arthritis, genital lichen sclerosus, memory problems, hair loss, joint and bone pain, numbness in arms and feet. Will be having the implants removed.